Event description:
Customer blood glucose was taken with a result of 87mg/dl. The customer was not feeling well and could not talk so family member took pt to the e.r. Where their blood glucose was 27mg/dl. The customer was given an IV and admitted into the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.